Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "breaking of the locking pins on a diaphyseal humeral nail." Additional feedback received: "how was the event detected? During surgery, when it became impossible to continue the procedure. When inserting the humeral nail, the nail was placed on the nail holder, the screw was tightened correctly, and the nail anchor was checked. The anvil was positioned to impact the nail. A rotational movement was performed to align the nail and position it correctly. During the rotation, a crack was heard, with abnormal mobility between the nail holder and the nail. Did the event occur during the procedure? If yes: was the procedure completed correctly? Yes, during the procedure, it was completed correctly. Was there any impact on the patient? / any clinical consequences for the patient? No impact on the patient. Was the procedure delayed? If yes: by how much time (in minutes)? The procedure was delayed by 25-30 minutes while we fetched an ancillary device to extract the nail and reposition another one. Was additional medical intervention necessary? No."